Manufacturer narrative:
Updated data: b5, h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received indicated that the computed tomography (CT) performed also noted patchy areas of grade 1 (25%) hyperattenuated leaflet thickening (halt) involving the anterior-right and anterior-facing leaflets with no significant reduced leaflet motion (relm). Pannus and paravalvular leak (pvl) were absent.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported approximately one year, one month, three weeks following the implant of a transcatheter pulmonary bioprosthetic valve, a computed tomography was performed and hypo attenuated leaflet thickening grade iii (50-75%) of the posterior and anterior leaflets was observed with severe reduced leaflet motion (70-99%) indicating hypoattenuation affecting motion. No patient symptoms or treatment were reported.

Event description:
Additional information received indicated that an echocardiogram performed identified a mean gradient of 9 millimeters of mercury (mm hg). The event was treated with concomitant medication, no further intervention reported.

Manufacturer narrative:
Updated data: b2, b5, h1, h6 h1: new information supports the update from malfunction to serious injury due to treatment required. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.